Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), lot trending, product return and retains analysis. Trending analysis by lot number was reviewed from 11/14/2016 to 03/28/2017 and trending was not exceeded. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." Visual analysis was not performed since the complaint product is not available for evaluation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. There is insufficient information for investigation. The customer was unresponsive to multiple attempts to obtain additional information regarding the bi integrity and the suspect bi was not returned for analysis and could not be evaluated for user error. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure®24 product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found lot trending analysis result for suspect positive bi was trending not exceeded. An issue with the performance of sterrad® unit is unlikely since the cycle passed and the ci disc changed color appropriately. Additionally, the subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct catalog number is 14324_97. (B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. It is unknown how long the bi was incubated. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
The DHR was reviewed and test specifications for product release were met.